Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having problems controlling their device, and the reposition was not working. There were no symptoms reported. The patient was implanted for gastrointestinal/pelvic floor.

Event description:
Additional information from a patient reported to resolve the controlling implantable neurostimulator (ins) and having the reposition not working they spoke to a person on the phone, who helped them. The patient noted they did not experience any symptoms related to the controlling/repositioning device programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.